Event description:
The user facility reported a 76 year old male patient had a 5.5 pump placed for support during an emergent mitral valve surgery. The patient was supported by ECMO and cp at the time. Later after the explant of the cp, the patient condition deteriorated. The team made choice to place a 5.5 pump via open chest and direct insertion of the 5.5 pump. The team noted a lv perforation from the 5.5 pump in the or. The team felt this occurred during cannula decannulation or during chest closure. The lv was repaired and the patient survived.

Manufacturer narrative:
The impella device was received from the customer. Upon completion of the investigation, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of ventricle perforation has been completed. The impella 5.5 was returned for evaluation. Ventricle perforation: upon visual inspection, a kink in the pump cannula was observer near the distal tip of the pump. Data logs were reviewed and lt log of full case shows some repeated ¿impella position unknown¿ and ¿suction¿ alarms occurring during case. At time of reported issue, some ¿impella position unknown alarms were triggered. No ¿impella in ventricle¿ alarms observed at all during case. Clinical details noted that ventricle perforation occurred during cannulation relocation of extracorporeal membrane oxygenation (ECMO). Additionally, patient had a diseased/damaged ventricle prior to impella placement. The root cause of the ventricle perforation was most likely due to a use related issue as the clinical details noted that the ventricle perforation occurred during relocation from central to peripheral ECMO. Product damage (cannula kink): an additional failure mode of "product damage (cannula kink)" was added to the investigation as a cannula kink was found on the returned product. Clinical details noted that the during ECMO relocation, a ventricle perforation occurred and was likely caused a canula kink. The root cause of the product damage was most likely due to a cannula kink however the exact cause of the cannula kink was not clear.